Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that she inserted a new battery and the pump went to a blank display. Customer reported that the battery needed to be changed in less than a week. Customer stated that while on the call, the display came back on. Customer did not have a new aaa alkaline battery to test with the pump. Customer stated that she needs a replacement pump, not a replacement battery cap. Customer was informed that she was out of warranty. Customer was advised to discontinue use of the pump and revert to her back-up plan until the replacement arrives. No additional information provided.